Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the scope malfunction error 218, image noise and loss of image upon angulation issues could not be determined, however, the issues were likely the result of damage or disconnection of the image sensor unit due to repetitive use stress, handling/mishandling and or a faulty circuit board component. The event may be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection¿ section 3.8 inspection of the endoscopic system. Inspection of the endoscopic image confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and that due to a cut on charge coupler device cable, image noise occurs, and an image could not be displayed and because electrical contact of video plug section was shaved, the image noise occurs, and an image could not be displayed. Additional findings included the following: due to damage on charge coupler device unit, e218 (scope malfunction error) occurred, due to dirt on electrical contact of video plug, error e218 (scope malfunction err) occurs, the control unit had a scratch, the grip had a scratch, the up/down plate had a scratch, the right/left plate had a scratch, the lock engagement lever(sp) had a scratch, the angulation lever had a scratch, the right/left lever had a scratch, the switch 1 had a scratch, the light guide connector had a scratch, the light guide cover glass had a scratch, the video connector case had a scratch, the video connector had a scratch, the bending section cover had a scratch, the adhesive on bending section cover had a chip, and due to damage on forceps elevator lever(sp), and the bending section could not be fixed firmly. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus sales representative reported (on behalf of the customer) that when touching the curved part, communication errors (no image) occur when using the endoeye flex deflectable videoscope. The issue occurred during preparation for use for the therapeutic procedure. The procedure was completed with another similar device. There were no reports of patient harm.